Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
Contacted customer requesting for patient information and event date, but no response received. (B)(4).

Event description:
The customer reported that the ventilator alarmed with back-up alarm failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated .